Event description:
Info received indicates the nurse call is not working.

Manufacturer narrative:
The technician isolated the issue to bent pins on the connector of the communication cable. He replaced the communication cable to repair the bed.